Manufacturer narrative:
Added information to d3: email address, d4: catalog number, d8, e1: telephone number, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in d1, d2: common device name, e4 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is unrefuted for one (1) of one (1) roi-a cage (pn ir2433p) for the failure of fracturing during plate impaction. This device is used for treatment. No medical records were provided with the complaint. Inspection the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot numbers were not provided, so the dhrs were unable to be reviewed. Potential root cause the products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure three roi-a cages broke and two anchoring plates were difficult to insert. One cage was removed and replaced and two levels were completed without anchoring plates. A competitor¿s screws were reported to be placed posteriorly to complete the case. There were no reported patient impacts. This is report one of five for this event.

Manufacturer narrative:
Type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system without a product return, no product evaluation is able to be conducted. The lot number is unknown, therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3004788213-2020-00185.

Event description:
It was reported that during the procedure three roi-a cages broke, and two anchoring plates were difficult to insert. One cage was removed, and replaced and two levels were completed without anchoring plates. A competitor¿s screws were reported to be placed posteriorly to complete the case. There were no reported patient impacts. This is report one of five for this event.